Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during treatment of heavily calcified, non-tortuous, 80-90% stenosed lesion in anterior tibial artery (at) through femoral artery access with the stealth 360 peripheral orbital atherectomy device (oad) the oad crown became detached. The crown was at the end of the viperwire advance guide wire and was successfully removed with no further intervention. Two treatments at least one of which was high-speed were performed before the issue was observed. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
A visual inspection, functional testing and detailed analysis were performed on the returned device. The reported complaint of crown separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported crown separation appears to be related to circumstances of the procedure. Detailed analysis shows the presence of solder at the crown bond location on the driveshaft and the crown internal diameter (ID), indicating that the crown had been bonded to the driveshaft. Further analysis showed that the oad had experienced speed-drop events during the procedure. It is possible for speed-drop events to increase stresses on crown and contribute to the detachment; however, this could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: a4, d9, g3, g6, h2, h3, h6 (codes 4755, 4118, 3233, and 11 no longer apply.).

Event description:
It was reported that during treatment of heavily calcified, non-tortuous, 80-90% stenosed lesion in anterior tibial artery (at) through femoral artery access with the stealth 360 peripheral orbital atherectomy device (oad) the oad crown became detached. The crown was at the end of the viperwire advance guide wire and was successfully removed with no further intervention. Two treatments at least one of which was high-speed were performed before the issue was observed. There were no adverse patient effects and no clinically significant delay in the procedure.